Event description:
It was reported that the patient heard the device was beeping. Patient went into a clinic to get the device checked by medtronic representative who determined the implanted device was beeping because it was not registered with a care link monitor. Patient's significant other was concerned that the clinic had not yet registered in carelink and the beeping was causing emotional stress. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.